Event description:
It was reported that the implantable cardioverter defibrillator exhibited far-field r-wave oversensing and pacemaker mediated tachycardia. Programming changes were performed. There were no patient issues.